Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on properly) has been confirmed. Upon eval, the monitor would not power on. The cause of the inability to power on is a corrupted sd card. The root cause of the corrupted sd card cannot be positively identified. No adverse event resulted from the monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on properly. The pt was issued a replacement monitor.